Event description:
According to the reporter: during a laparoscopic sigmoidectomy, the device was being used to control oozing bleeding through a trocar. When the surgeon attempted to perform the anastomosis, gauze was discovered in the rectum. The gauze piece was confirmed to be missing from the device. To correct the issue, the disengaged product component was retrieved. No patient injury or extension in surgical time.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The cotton tip was detached from the device with no evidence of adhesive. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of an inadequate amount of adhesive on the device; this was identified as a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.